Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05156. The pt received his scs system on (B)(6) 2011 with two percutaneous leads (from different lots). It was reported that the pt could not turn stimulation up to perception. This issue allegedly happens on all of his programs. An sjm rep reprogrammed the pt and resolved the issue. During the reprogramming visit, impedance issues were found on both leads.